Event description:
Caller reported experiencing cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.